Event description:
It was reported that this patient has a non-boston scientific transvenous system, and the physician was going to implant a subcutaneous implantable cardioverter defibrillator (s-ICD) system. The transvenous system was extracted, and the leads were capped. Prior to the implant procedure the automatic screen tool indicated one of three vectors passed. The electrode was placed on the left sternal edge and the device was then connected. During defibrillation threshold (dft) testing, when interrogated and set up was performed automatically, it was indicated that all leads failed. A request was made to change the lead position to the right sternal edge. However, upon re-interrogation for dft and automatic setup, all vectors failed. The physician decided since changing the lead position was not successful it was best to remove the s-ICD system and implant with the original transvenous device. The s-ICD system was successfully removed. It was noted that a new defibrillation lead would be placed, and the transvenous device would be replaced at a later date. Additionally, there was a concern about the automatic screening took and its accuracy. The patient will most likely be hospitalized longer. No additional adverse patient effects were reported.